Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was returned for evaluation. Device analysis revealed that a kink in the sheath assembly at 14.5 cm from femoral marker to the proximal end, a kink in the telescope assembly at 66cm from femoral marker to the proximal end, fluid was leaking from the open hole at the sheath lap joint assembly when the catheter was flushed, an open hole at the sheath lap joint section of the device, an electrical open at distal wave form was shown during impedance testing and fluid was leaking at the sheath lap joint junction between the blue sheath and clear imaging window tubing during flushing. The image characterization testing was not performed due to device returned condition (lap joint separation). No discernible electrical failure could be seen based on the x-ray images. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on the device analysis completed on 06feb2015. It was reported that a catheter lost image occurred. During a percutaneous coronary intervention (pci) procedure, an opticross¿ imaging catheter was used to visualize an unspecified vessel. However, it was noted that lost image occurred. The procedure was completed with another of the same opticross. No patient complications were reported and the patient's status is good. However, returned device analysis revealed an open hole at the sheath lap joint section of the device.